Manufacturer narrative:
H11: the device will not be returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flow rate was inaccurate on an unspecified quantity of novum iq large volume pump. In all the intensive care units' system wide, nurses were "titrating up with no effect" (medications not specified). The nurses are titrating up to the maximum dose then adding an unnamed second pressor. Reportedly when the second pressor is added the medical team "are either unloading the tubing and adjusting placement in the pump or getting a new pump. When this happens, they notice their patient becomes hypertensive and needs to titrate back down and turn off the second pressor." No further information was available at the time of this report.